Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: sleepy, dehydrated. A pt reported that they cannot get a reading and that if the pt does not respond, pt may have to be taken to the doctor's. Their meter allegedly would only prompt not enough blood message. The result on their meter was 400, 457. (Unclear when the tests were done). There is no comparison. Treatment unknown. No further info has been reported.